Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty procedure. I received a depuy pinnacle 50 mm acetabulum, metal on metal liner, and +5 mm neck length with a 28 mm head. Soon after surgery, I began experiencing pain and difficulty with my implant. Initially, symptoms included pain and stiffness at the site of the implant which gradually limited my mobility and caused increased discomfort and anxiety. I underwent a revision on (B)(6) 2008, and again on (B)(6) 2011. I currently am unable to do everyday activities like housework, climb stairs, walk without a cane or pain, and sit or stand for long periods of time. Dates of use: (B)(6) 2005 to (B)(6) 2011. Diagnosis or reason for use: osteoarthritis, right hip.